Event description:
The MFR received information alleging a ventilator's menu screen froze. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.